Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. Product not returned for evaluation. This report will be amended when the investigation is complete. This event occurred in greece.

Event description:
Allegedly operated case of pilon tibial fracture where surgeon used allomatrix custom and had to reoperate because of an abundant effusion of brownish fluid with white (allomatrix?) Bits of solid material.